Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2021 as a replacement due to near battery depletion of the former device on a patient with avb iii and heart rate below 30bpm. The right ventricular lead was implanted in 2003. The lead showed good values for pacing and sensing in unipolar configuration. At replacement, the ventricular lead connection to the subject pacemaker device has been checked by pull test. On (B)(6) 2021, an unscheduled follow-up due to a near syncope was necessary. Since ventricular pacing functionality failed (with lead impedance above 3kohms), the device has been replaced in emergency by another teo dr device.

Event description:
The subject pacemaker was implanted on (B)(6) 2021 as a replacement due to near battery depletion of the former device on a patient with avb iii and heart rate below 30bpm. The right ventricular lead was implanted in 2003. The lead showed good values for pacing and sensing in unipolar configuration. At replacement, the ventricular lead connection to the subject pacemaker device has been checked by pull test. On (B)(6) 2021, an unscheduled follow-up due to a near syncope was necessary. Since ventricular pacing functionality failed (with lead impedance above 3kohms), the device has been replaced in emergency by another teo dr device.

Manufacturer narrative:
Please refer to the attached analysis report.